Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 error code 600.6835. 8015 sn: (B)(4) customer wanted to know how to clear this error code. I explain to the customer that he needed to put his configuration back into the 8015. I also explain to the customer that he's getting this error code cause there's no network configuration on the 8015. Once you put your network configuration into the 8015 it would clear this error code. The customer said ok and ended the call.